Event description:
It was reported that the collimator on the 9800 system was not working correctly. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator wiring was repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.